Event description:
It was reported that the user¿s ilet insulin delivery stopped after a sensor change because the dexcom g6 sensor was paired with an incorrect code, resulting in suspended insulin delivery; the situation involved user procedure error with no specific device component implicated. The user experienced a blood glucose peak of 275 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication and analysis of the information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.